Event description:
It was reported that the user experienced low blood glucose after waking, following a recent change to the cgm target range made with clinical guidance, while using only basal insulin delivery and without recent physical activity or an identified precipitating factor. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after treatment with oral carbohydrates, specifically approximately 4 ounces of pineapple juice, with glucose returning to range and no hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia, with potential contribution from recent cgm target adjustment not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.